Event description:
A minimum fill notification was reported. The issue caused the customer's blood glucose level to display as "high", though the specific value was unknown. The customer addressed the high glucose level by administering a correction bolus via the pump. The customer was attempting to load a new cartridge, having initially filled only 40 units of insulin when a minimum of 120 units was needed. They were guided through the process of correctly filling and loading a new cartridge, resolving the issue, and were able to successfully resume insulin delivery.